Event description:
Adverse event(s): "blurred vision" (blurred vision). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer's daughter reported that following bilateral intraocular lens (iol) implant surgeries, her mother is experiencing blurred vision. Additional info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B)(4).